Manufacturer narrative:
On 26-aug-2022, manufacturers ref# (B)(4): the current information indicates need for immediate reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. The technical documentation found no deviation or changes during manufacturing of the device. Conclusion analysis from trended case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Further information and investigation results are pending.

Event description:
Charger cord fired somehow and is also believed it affected the port on the charger.

Event description:
Charger cord fired somehow and is also believed it affected the port on the charger.

Manufacturer narrative:
26-aug-2022, manufacturers ref# (B)(4): the current information indicates need for immediate reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. The technical documentation found no deviation or changes during manufacturing of the device. Conclusion analysis from trended case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Further information and investigation results are pending. 23-sep-2022: added and corrected information on contact details of initial reporter, and updated codes in h6. Further information and investigation results are pending.

Manufacturer narrative:
Manufacturers ref# (B)(4): 14-oct-2022: technical investigation concluded: a device history register has been reviewed. No deviation or changes were found during manufacturing of the device. Trended case results: the charger has been returned because the micro-usb interface has broken down, causing the device to become hot. The charger and cable show visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro-usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. The clinical investigation concluded: r&d investigation results: - refers to a parent case (B)(4)- this testing indicated that the micro usb connector is mechanically broken which caused the heat issue. Clinical evaluation of the event: clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause severe harm. However, to prevent any others being harmed going forward recommend user guides are updated to recommend unplugging devices that are damaged and then waiting to touch until the device is no longer warm/a couple of hours and also make changes to the connector so that it is more robust so it is less likely to fail. Risk register reference: risk analysis included in #(B)(4), risk ID t.1-3a, the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Based on the information the case is still considered reportable as the malfunction did lead to, or might led to, death or a serious injury if it was to recur. 23-sep-2022: added and corrected information on contact details of initial reporter, and updated codes in h6. Further information and investigation results are pending. 26-aug-2022: the current information indicates need for immediate reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. The technical documentation found no deviation or changes during manufacturing of the device. Conclusion analysis from trended case: the charger has been returned, because the micro usb interface has broken down, causing the device to become hot. The charger and cable shows visible signs of heating. The area around the connector is deformed, as well as the cable connector. A substance is seen inside the connector and also below the connector on backside housing. The components on pcb around the connector seems fine. Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purly a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Further information and investigation results are pending.

Event description:
In (B)(6) 2022 charger cord fired somehow and is also believed it affected the port on the charger. It was plugged in over night. No photos were taken. No harm to user and no contact with medical doctor. It was a wireless charger. Other than original accesories were used. Charger was brought in (B)(6) 2020.